Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited chronically high thresholds, and the rv lead exhibited rising pacing impedances. The leads remain in use. No patient complications have been reported as a result of this event.